Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and did not pass due to an unrelated issue. The device temperatures were found to be within specifications. A volumetric accuracy test was performed and the device failed. A test article, piston foam, was installed and the device passed the volumetric accuracy test. The door assembly was inspected and found the piston foam to be deteriorated. The cause of the failure was determined to be due to the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.